Event description:
The customer called and reported that she went to the emergency room with high blood glucose and diabetic ketoacidosis. Her blood glucose was 563 mg/dl. The customer's symptoms included nausea, vomiting, and polydipsia. The patient was release with no further information. On the date of this report, customer further stated that she received no delivery alarms on her insulin pump. Her blood glucose was 265 mg/dl. The infusion set cannula was not bent or crimped. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.